Manufacturer narrative:
Approximate age of device ¿ 4 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018, a moderate stiffness of the driveline was observed between the driveline exit site and the modular cable connector. The stiffest part was near the connector bend relief and appeared to be twisted in this area. There was no reported impact to pump function or to the patient. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing on vad support. A direct relationship between the device and the reported event could not be determined. Review of the provided photograph revealed the driveline having a slight bend near the exit site. No cuts, tears, or other damage to the outer jacket were visible. The IFU and patient handbook contain information on caring for the driveline. The equipment maintenance section of the patient handbook states that a damp cloth can be used to clean exterior surfaces of the external parts of equipment. Water, with or without a mild dish soap, may be used as a surface cleaner. The equipment maintenance section warns that patients should never submerge the driveline in water or liquid. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.